Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient & safety valve open. The patient was not harmed or injured as a result of the event. The puritan bennett (cse) was not authorized to repair the ventilator. Ge service engineer verified the alleged complaint. As per hospital biomed, the service has not been completed.

Manufacturer narrative:
Per customer, ventilator will be repaired by ge service engineer.